Event description:
It was reported that the pt lost 50 lbs which caused the pump pocket to become more superficial than at implant. The superficiality of the pump caused discomfort, so it was surgically repositioned deeper and more medially in 2008. The pt recovered without sequela. The pump was used to deliver dilaudid and bupivacaine. A follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
.